Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested; however, it was not provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 18.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis. It was also noted that the source of the infection was due to streptococcus anginosa. No other details were provided.